Manufacturer narrative:
Follow-up # 1 date of submission 2/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/02/2016 with the following findings: a review of the pump black box data that there were no unexplained pump reboots that indicated no power or a power interruption on the date of complaint. The battery cap was not returned with the pump and a test cap was used to complete the investigation. The pump was run on a 24 hour basal program using the test cap and there were no intermittent power/reboot occurrences observed. During visual inspection of the pump, it was observed that the battery compartment was cracked on the side from the threads traveling down toward the case seal and was also cracked below the bumper at the case seal. It was observed that there was visible corrosion inside the battery compartment. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was no further evidence of moisture found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress: battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.